Manufacturer narrative:
The customer¿s report that the secondary set came apart below the drip chamber was confirmed. Visual inspection showed that the pvc tubing was completely separated from the drip chamber. Inspection under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed; the tubing measured within specification. Functional testing was not performed due to tubing being separated at the component engagement with fluid leaking from the separation. The root cause of the tubing separating from the drip chamber was a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
Concomitant medical products: 25ml baxter bag ndc 0338-0049-10, lot p350355, exp: mar 17 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the nurse back-primed the secondary set with saline prior to hanging the vincristine secondary bag on the pole. She hung the bag, and as the nurse unclamped the roller clamp on the set, the tubing came apart below the drip chamber. The clinician was following chemotherapy precautions, and there was no report of harm to staff or patient as a result of the event. No other event details were provided.